Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, when attempting to perform resection with the first reload at the first firing, the surgeon clamped the tissue but the cutting line could not be settled. The surgeon removed the reload and replaced it with a new one to performed resection which worked properly. After this, they re-connected the unfired first reload that was used with the power handle and attempted to fire it as second firing. The surgeon pressed the green button, and then pressed firing button in order to fire, however it did not fire. The reload did not move and an abnormal sound was heard from the handle. A new reload was used to complete the procedure. There was no patient injury. Upon checking the reload with the issue, it was noted that the pusher at the tip had come out.